Manufacturer narrative:
(B)(4).

Event description:
It was reported that on the day of the call the patient showed up at work (in a hospital) and could not feel stimulation in their hips, thigh, calves, and feet. After working with their programming the patient was able to get stimulation in their hips and thighs but had not stimulation in their calves and very little stimulation in their feet. There was still a loss of effect. There was no fall, trauma, or emi procedure noted. No outcome, intervention, or cause was reported however additional information has been requested. If received a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a260, serial# (B)(4), implanted:(B)(6) 2013, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).